Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit is noisy. The key failure is compressor is noisy. Additional malfunction is the power switch button was broken causing no alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.